Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via (B)(4) that an ar-611-6 ibal uka, femoral impactor plastic tip was broken during impaction. This was discovered during an unspecified procedure on (B)(6) 2023, with no reported patient harm.

Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6. Complaint is confirmed. Visual inspection identified that the head of the ibalance uka sportsplasty, femoral impactor, had broken. Also, it shows deep scratches on the surfaces of the head impactor and the base of the handle impactor. The most likely cause of this failure is attributed to wear and tear damage incurred over repeated usage since 2018. Functional testing was not performed due to the damage to the device.

Event description:
Additional information was received on 11/27/2023: this was discovered during a uka procedure on 11/14/2023. Ar-611-6 ibal uka, femoral impactor plastic tip was broken during impaction inside the patient, with all fragments retrieved. The case was completed as intended with a backup impactor. No case delay was reported, and no adverse effects on the patient were observed.